Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, and crack diaphragm. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify opening striated in the posterior. Based on the device analysis the final assessment is a striated edge opening on posterior side assessed as surgical damage and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation the device has been explanted and replaced.